Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set had the luer adapter spins out of holder during use. The following information was provided by the initial reporter: the customer noticed "during use when a collection tube is attached to the holder to collect blood the holder is dislodging from the wingset."

Manufacturer narrative:
H.6. Investigation: bd received 1 empty package as samples for investigation. The sample could not be evaluated as only empty package was sent and hence the indicated failure mode for does not attach/detach with the incident lot was not observed. Additionally, 50 sets retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to does not attach/detach as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set had the luer adapter spins out of holder during use. The following information was provided by the initial reporter: the customer noticed"during use when a collection tube is attached to the holder to collect blood the holder is dislodging from the wingset".